Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a secondary medication set in which a separation occured between the tubing and drip chamber. According to the report, the facility had one of their secondary sets primed by pharmacy with saline and chemo bag attached to it then placed in a zip lock bag .the nurse went to hang the chemo on the pole and as she did, the tubing below the drip chamber separated and dropped to the ground. The event was reported to have occurred during priming. There was no report of patient involvement, injury or medical intervention reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the assignable cause could not be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.